Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. 0 - 40000 1 - 24440 to 33210 2 - 24440 to 36730 3 - 40000 4 - 27090 to 37970 5 - 40000 6 - 28110 to 37970 7 - 22180 to 34280.  Impedance testing in multiple positions. Patient is alive, without injury, and after reprogramming today is receiving effective therapy. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.